Event description:
It was reported that during a moderately tortuous left anterior descending arterial stenting procedure there was resistance felt during the advancement of a xience v (3.0 x 15) onto a non-abbott guide wire. The resistance gradually increased and the two devices stuck to each other proximally to the heavily calcified lesion. Both of the devices were removed and the procedure was completed with another non-abbott device and guide wire. Reportedly, there was no resistance felt with the removal of the devices. There were no adverse patient effects or clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns, fielder, guide cath: heartrail ii 6f jl4.0. The device is not returning. The lot number was provided. Review of the device history record is forthcoming. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency